Manufacturer narrative:
The exact date of the occurrence was not provided. The date range of (B)(6) 2012 thru (B)(6) 2012 was given. Evaluation was not possible, as the device is not being returned. Review of the device history records could not be performed as the lot number was not provided. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is necessary at this time. In the event, the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During an unknown procedure it was reported that, "during a surgical procedure from (B)(6) 2012 to (B)(6) 2012, the device produced an unusual number of metal shavings. The shavings were retrieved.